Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported the customer received the following results on the compact plus system within 10 minutes: the results "ranged from 38 mg/dl to 112 mg/dl" after the customer was treated with glucose gel. The customer received an unknown blood glucose result at 8:00 am on (B)(6) 2016. The customer ate breakfast and took 12 units of lantus. At 3:45 pm, the husband found the customer passed out. The customer lives in assisted living and the nurses treated her with glucose gel. The blood glucose results ranged from 38 mg/dl to 112 mg/dl within 10 minutes after receiving the glucose gel. The emt's transported the customer to the hospital. The type of treatment and blood glucose results at the hospital and from the emt's were unknown. The customer was hospitalized for 3 days. Return of the suspect device was requested for evaluation.